Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing stimulation problems and had damaged leads.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing stimulation problems and had damaged leads.

Event description:
A report was received that the patient was experiencing stimulation problems and had damaged leads.